Manufacturer narrative:
On (B)(6) 2018, a follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that during preventive maintenance, the unit displayed a diagnostic code indicating the system had reset three times within the first 30 seconds of operation. There was no patient or user harm reported. The event date was not specified, estimate used.

Manufacturer narrative:
During follow up technical support found that the user had not been able to duplicate the event, no parts were replaced, and the unit was returned to service. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.